Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a mechanical, visual and electrical inspection. In the course of the mechanical analysis the inserted stylet was removed from the lead but could not be introduced and advanced within the leads lumen anymore. Thus an investigation of the fixation mechanism was not feasible. The subsequent visual inspection revealed a deformation of the inner coil approx. 1.5 cm distal to the is-1 connector pin resulting from overtorquing during the attempted retraction of the fixation helix. The fixation helix itself did not show any deviations. Further visual inspection showed multiple signs of wear along the lead body, particularly in the distal area of the lead, indicating mechanical stress in the implanted state. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - approximately 47 months after implantation high threshold and intermittent loss of capture were observed. An x ray confirmed the lead dislodged. The lead was explanted and replaced.